Manufacturer narrative:
As reported, a 5f 100 cm tempo aqua was already broken upon opening the outer packaging. The device experienced a separation, meaning it broke into two distinct parts. The damage occurred at the distal tip of the device. The catheter was not used, and another tempo aqua was used to complete the angiography procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU), and no damage was observed prior to opening the package. There were no difficulties in removing the device from the sterile packaging. However, the device was not prepped according to the IFU, although no issues were encountered during the preparation process. The issue was discovered by a trained and experienced operator during an arterial angiography procedure. The device was returned for evaluation. A non-sterile cath tempo aqua 5f mp a1 100cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a separated condition was noted on the brite tip/distal tip of the unit located approximately at 100 cm from the hub. Additionally, the body of the unit was found kinked/bent, the damages were located approximately at 27.5 and 57.3 cm from the distal end. The unit did not present any other damage nor anomalies at naked eye on the components inspected. Dimensional analysis was performed to verify the outer and inner diameter (ID/od) of the body and brite tip/distal tip of the device, the measurements were taken near of the damages fund during visual review. Dimensional analysis results were found within specification. Due to the separation observed on the brite tip/distal tip of the unit, a sem analysis was performed and based on the sem analysis, the micro-elongations observed on both the internal and external surfaces of the catheter indicate localized plastic deformation, likely due to tensile stress. The presence of scratch marks and surface abrasions near the separated end suggests mechanical damage consistent with external interaction. These characteristics are not typical of manufacturing defects and are more consistent with post-manufacturing handling or external force application. Moreover, the scratch marks may have been caused by contact with sharp objects, potentially introducing stress concentration points that facilitated the damage initiation and propagation, ultimately contributing to the material separation. The reported ¿brite tip/distal tip separated¿ was verified as a separated condition of the distal tip was observed on the returned unit. Additionally, kinked conditions were observed on the body of the catheter. However, the exact cause of these damages could not be conclusively determined during the analysis. The micro-elongations and plastic deformation found on the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the material was induced to a tensile force that exceeded the material yield strength prior to the separation. Handling factors and or shipping factors may have contributed to the reported event. All ID/od measurements were within specification, eliminating dimensional non-conformities as a root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f 100 cm tempo aqua was already broken upon opening the outer packaging. The device experienced a separation, meaning it broke into two distinct parts. The damage occurred at the distal tip of the device. The catheter was not used, and another tempo aqua was used to complete the angiography procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU), and no damage was observed prior to opening the package. There were no difficulties in removing the device from the sterile packaging. However, the device was not prepped according to the IFU, although no issues were encountered during the preparation process. The issue was discovered by a trained and experienced operator during an arterial angiography procedure. The device was returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.